Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a cgm (dex 090) issue. It was alleged that multiple cs 215 call service alarms were emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions

Manufacturer narrative:
The transmitter was returned to animas and evaluated by product analysis on 10/7/2016 with the following results: no defect was found. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarm occurred. The transmitter performs within specification. Testing was unable to duplicate ¿ant in place of cgm reading". The returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully.